Event description:
It was reported to medtronic minimed that the customer experienced back light anomaly, no delivery/occlusion alarm, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) unomedical, mmt-1780kl, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for unomedical. No product return is required for mmt-1780kl. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Pump history files and traces successfully downloaded using thus. No unexpected insulin flow block alerts noted during testing, however, they were found in the history file [november 06, 2024 at 16:58, 17:08, 18:40, 18:50]. No stuck button alarms noted during testing, however, they were found in the history file [june 27, 2024 at 04:54, 05:04 and july 23, 2024 at 20:58]. All buttons were tested and worked successfully. No backlight anomalies noted during testing. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay and damaged serial number label backlight anomaly was not confirmed during analysis. No delivery alarms were not confirmed during analysis. Button unresponsive/button error was not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.